Event description:
Hosp reports multiple (21/38) door malfunctions for alaris medley infusion pump modules, model 8100b. Hinges break, either latch side, door side, or both sides. To this day, alaris has provided replacement doors, but has not resolved the underlying problem.